Event description:
A customer contacted beckman coulter, inc. (Bec) concerning a leak from the bottom of their access 2 immunoassay analyzer there were no reports of injuries to users / lab visitors or exposure to hazardous liquids. No effect to patient or operator was reported in connection with this event.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse found a leak due to a vacuum pump failure. The fse replaced the vacuum pump and verified the system performance was within published specifications. (B)(4).